Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A0719 was coded for the system shutting down. A0902 was coded for "no video signal" on the monitor. A1102 was coded for the "failed to start turn off ups on computer shutdown" message. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while shutting down the system, the monitor displayed some rolling text and a message stating "failed to start turn off ups on computer shutdown". The system then continued to shutdown completely. The manufacturer representative (rep) opened self test and found that the system was able to communicate with ups. Unplugged from wall power and battery went from 100% to system shutdown after 1.5 minutes. Before fully turning off during battery stress test, the monitor displayed a no video detected message. There was no patient involvement.